Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2015 with the following findings: the keypad was cut and torn between the up and contrast buttons. All of the keypad buttons were intermittently unresponsive. Contamination was found on all of the keypad button contacts. The display screen was dim and discolored. The battery compartment was cracked between the bumper pad and the top. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked, the display screen was dim and discolored, and the keypad was under responsive due to contamination on the button contacts. This report is made based on results of investigation completed on 10/28/2015.